Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose level . Customer's blood glucose value was over 1,000 mg/dl at the time of incident and had diabetic ketoacidosis. Customer states that high blood glucose value was caused by the heart attack and not the insulin pump and would not like to do high blood glucose value troubleshoot. Customer will not be returned device for analysis.